Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown biomet abutment screw fractured inside the implant. The fractured piece could not be removed from the implant and the implant will be removed.

Manufacturer narrative:
The reported biomet screw was not returned for inspection. Since product wasn't returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. Based on the evaluation, the device malfunction could not be verified no device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.